Event description:
The PICC line broke away from the hub. Hub unsupported beyond end of foot. Secured with steri strip and overlaid with tegaderm.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.